Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified ostium of the right coronary artery (rca). After performing ablations with a 1.25 mm rotawire and 1.5mm rotawire, a 2.5mm balloon catheter was used for dilatation. A 3.0x38mm synergy drug-eluting stent (des) and a 3.5x38mm synergy des were then deployed in the distal and mid rca respectively. A 4.00 x 38 synergy drug-eluting stent was then advanced to the proximal rca however, the device failed to cross the lesion. Upon retracting the device back into the guide catheter, the proximal edge of the stent came into contact with the tip of the non-bsc guide extension catheter and the stent dislodged. The stent was retrieved with a snare and the procedure was completed with a 3.5x38 non-bsc stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: received for analysis through the guide catheter was the detached stent caught in snare. A visual examination found that the stent was severely damaged. The stent was detached and caught in a snare through the guide catheter. The proximal end of the guide catheter was rippled. Based on the complaint report and the analysis performed, stent dislodgement most likely occurred due to a severely calcified and highly stenosed lesion. As a result the undeployed stent got caught on the tip of the guide during attempts to withdraw the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified ostium of the right coronary artery (rca). After performing ablations with a 1.25 mm rotawire and 1.5mm rotawire, a 2.5mm balloon catheter was used for dilatation. A 3.0x38mm synergy¿ drug-eluting stent (des) and a 3.5x38mm synergy¿ des were then deployed in the distal and mid rca respectively. A 4.00 x 38 synergy¿ drug-eluting stent was then advanced to the proximal rca however, the device failed to cross the lesion. Upon retracting the device back into the guide catheter, the proximal edge of the stent came into contact with the tip of the non-bsc guide extension catheter and the stent dislodged. The stent was retrieved with a snare and the procedure was completed with a 3.5x38 non-bsc stent. No further patient complications were reported and the patient's status was good.